Event description:
It was reported that the customer went to the emergency room (ER) with an elevated blood glucose (bg) level; bg value not provided and cause of bg not known. Multiple follow attempts were made by tandem customer technical support (cts) to acquire additional information; however, no response was received.